Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture at keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: review of the black box data revealed no power on reset records; however, there were multiple call service alarms (54) recorded on february 28, 2015. On examination, the battery compartment was noted to be cracked below the grip pad. On investigation, the pump powered on with normal auditory and vibratory function; however, the display screen remained blank. A loss of power was not duplicated during the investigation. A leak test was performed and revealed a leak at the display lens. The pump was opened for investigation and revealed evidence of moisture contamination inside the pump on the display wiring and connector. Investigation duplicated the complaint of moisture ingress.